Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Toothbrush head will just fall off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that when she brushed her teeth with an oral-b rechargeable toothbrush, version unknown the oral-b brushhead, version unknown would just fall off. She also noted that the battery was not staying charged. No symptoms developed. Relevant history: none reported. No further information was provided.